Event description:
It was reported that during a "lc" procedure, the clipper can't close properly. It formed scissored shape. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. A bag with three malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that the alert date in the initial medwatch was incorrect. The alert date has been corrected ((B)(6) 2014) based upon the event and the data provided.